Event description:
This 49 year old female had bilateral breast implants placed in 1976. Approximately one year ago she states she developed symptoms of severe arthritis. A recent mammogram suggested a rupture of the left mammary prosthesis. Findings: baker grade IV capsules; intact nature lie implants with a polyurethane coating which ws seperated from the silicone shell. The left implant was found to be ruptured; the right implant was ruptured during explantion.invalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: other, other, other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was not destroyed/disposed of.